Manufacturer narrative:
Sc 1132 (sn (B)(4)) device evaluation indicated that the ipg passed all test performed. The complaint in regard to the charger coupling issue was not verified. In the lab, there was no issue coupling the ipg with a charger, and the depleted spectra ipg was charged to 4.01 volts in one cycle. The battery depletion rate and sleep current were within the expected range. There was no excessive battery depletion when the device was turned off. This result attested that the device was capable of being charged fully under a proper charging method.

Event description:
A report was received that the recently implanted patient was experiencing difficulty charging the ipg. X-ray was taken and confirmed that the ipg was not flipped and was implanted correctly. The physician was certain that the ipg was implanted too deep. The patient underwent an ipg replacement procedure. No device malfunction suspected. The patient was doing well postoperatively.

Manufacturer narrative:
.

Event description:
A report was received that the recently implanted patient was experiencing difficulty charging the ipg. X-ray was taken and confirmed that the ipg was not flipped and was implanted correctly. The physician was certain that the ipg was implanted too deep. The patient underwent an ipg replacement procedure. No device malfunction suspected. The patient was doing well postoperatively.